Manufacturer narrative:
No button error alarm was noted. The insulin pump had moisture damage to the display board and had no button response due to corroded keypad traces. The insulin pump also had cosmetic damage.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 66 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)